Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the needle could not be attached and was not working well when using the ultrasound bronchofiberscope. The issue occurred during a bronc procedure which resulted in a delay. There were no reports of patient harm.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation, it is most likely that the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause of the reported malfunction could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.